Event description:
It was reported that during a sigmoidectomy, the surgeon positioned the anvil head and tied a purse string, and then he put the stapler through the rectum, ejected the trocar until the orange ring was visible. He put the anvil head on the trocar, a click was heard. As he started to close the stapler he managed to retract the anvil head about half the way and then it detached from the trocar. He repeated this for several times, nothing worked. The purse string was done properly and tied well above the tying notch. Then he opened a new circular stapler, took only the detachable anvil head, made a new purse string and tried again, with the previous stapler remaining in the rectum. The same thing happened, half way to fully close the instrument head detached from the trocar. In the end they replaced the stapler from the rectum, put the body of the second stapler and everything worked fine. The procedure was prolonged by forty-five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.